Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head was out of specification on the electromagnetic field immunity functional test; the rf head cable found out of electrical specification. Analysis also found the rf head lens was cracked in the upper case and the rf head label was missing the backing (delaminated). Concomitant product: product ID: 229047, analyzer. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.